Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the user incorrectly reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The field service engineer went onsite and provided an in-service on the reprocessor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope was reprocessed without an auxiliary water channel connector, did not disinfect the lines, and did not know how to microtest the reprocessor. The issue occurred during reprocessing. There were no reports of patient harm.